Manufacturer narrative:
Alleged failure: the packaging has not been properly welded together. The paper is not welded to the plastic packaging. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be is a manufacturing issue(inadequate positioning of the device into the primary package). Therefore an nc was opened to address the failure issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a breach in the sterile barrier.

Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.